Event description:
Patient reported rupture. Device remains implanted. This relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Customer representative later reported left side implant "shows an irregular outline, with isolated areas of fluid. Milk ducts not dilated." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: silicone migration.

Event description:
Patient reported, left side rupture. Healthcare professional later reported, left side implant "shows an irregular outline, with isolated areas of fluid. Milk ducts not dilated". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left device.